Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that the battery compartment and reservoir compartment were broken. It was reported that a plastic piece was missing from reservoir compartment. Customer's blood glucose was 10.4 mmol/l. Insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with broken off battery cap heat stake posts and partially broken off reservoir tube lip. The insulin pump was received with missing retainer. Analysis was unable to perform displacement test due to missing retainer. The insulin pump was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, scratches on display window cover, peeling end cap address label and damaged keypad overlay texture.